Manufacturer narrative:
It was reported to abbott, patient underwent a lead revision procedure on (B)(6) 2024 in which the patient's ipg became inoperable. Consequently, during the lead revision the ipg was explanted and replaced to address the issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during an unrelated lead revision [related manufacturer report number: 3006705815-2023-07463] on (B)(6) 2024, the ipg became unable to communicate with external device despite being placed into surgery mode. Troubleshooting was unable to resolve the issue. As a result, the ipg was explanted and replaced while in surgery.